Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt reseated all connections on the epgs pod and retested the unit. The unit passed all tests and no parts were replaced. The unit operated to the manufacturer's specifications. Per data log analysis, this issue was discovered when running the quantum test stand (qts) which is automated. The test that failed was fio2 setpoint with blender fully clockwise (1.0 or 100%). The result was 0.989 and the lower limit is 0.990, so it failed the test by 0.001 or 0.1%. There would be no indication of this in the log.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was reading out of specification. There was no patient involvement.